Manufacturer narrative:
No unexpected alarms noted during testing. Unit passed the error alarm and self-test. It was unable to download unit to care link due to several alarms at the alarm history file. Unit had alarms due to corrupted history file. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 180 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.